Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 procedure in mitral position where an intraprocedural pvl (paravalvular leak) was identified at the medial commissure and lateral commissure that required intervention with the placement of vascular plugs. Noted were short leaflet lengths with possible anterior commissures. Post intervention, pvl was reduced to mild at both the lc and mc for a total of moderate pvl. Per information available, mr (mitral regurgitation) improved from moderate/severe to moderate.